Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Reason for reoperation is capsular contracture baker grade IV and seroma-late. A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "minimum quantity of peri-implant liquid" "hardening of the breast", "pain", "implant with accommodation folds" and capsular contracture grade three to four. The device has been explanted.